Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that the sensitivity was not correct. Analysis did find that three case screws and one decretive plug were contaminated and that one stuck button was detected (enter) and one stuck button was recovered (enter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the sensitivity of the external pulse generator is not correct. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.